Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). This report is related to the following patient identifiers (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a patient's visit to an ent (ear nose and throat) outpatient clinic, a rhino-laryngo videoscope (enf-v2 or enf-v3) was used for an unspecified diagnostic procedure and then cleaned with the endoscope reprocessor (oer-4). The same patient returned two weeks later for a diagnostic colonoscopy procedure using the colonovideoscope (pcf-h290zi), which was also cleaned with the oer-4. It was subsequently reported the patient had creutzfeldt-jakob disease. At this time, it is unknown when the patient was diagnosed, however; it was discovered after the use of the olympus devices. Both scopes were used more than 20 times by other patients. There were no other confirmed creutzfeldt-jakob disease (cjd) infections at this time. Follow up information was requested regarding the course of the disease but was not received. The procedure was completed using the same set of equipment.